Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) felt the device was too uncomfortable and caused them pain that interfered with their quality of life. Surgical intervention was undertaken to explant the device. The physician noted the patient condition had improved and therefore, no new system was implanted. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.